Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 20.6 mmol/l at the time of incident. The customer also reported they were hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 22.7 mmol/l at the time of admission. The customer stated the insulin pump was submerged in water before the alarm occurred. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had moisture damage on the keypad traces. All buttons functioned properly. No button error alarm during testing. The insulin pump was received with moisture damage on electronics assembly, broken battery tune threads, cracked reservoir tube lip, cracked reservoir tube and cracked case near display window corners noted.